Event description:
It was reported that the patient has been experiencing intermittent pain since having surgery. Patient reports that mobility since having implant surgery is not stable. She also states that since she is a home health aide she is on her feet for long periods of the day. Patient reports that she has pain/swelling around the knee. She has trouble with maneuvering the stairs since she has trouble raising her leg. Patient was told of the possibility of scar tissue being the cause for her pain and swelling. She wants to know if her implant is a recall.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-501, lot # sy9tn, description: triathlon cr fem comp #5 l-cem. Cat # 5520-b-400, lot # fjbp, description: triathlon prim tib baseplate - cemented. Cat # 5551-g-299, lot # ek4l, description: triathlon asymmetric x3 patella. Cat # 6191-1-010, lot # res07, description: simplex p - us full dose 10-pk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation not performed because the device remains implanted. A review of the provided medical records by a clinical consultant indicated: this patient¿s implant was not subject to a recall. Her symptoms are typical of arthrofibrosis and are not shown to be related to factors of faulty prosthetic design, manufacturing, or materials. The exact cause of the reported arthrofibrosis could not be determined. A review of the provided medical records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. The reported event regarding arthrofibrosis involving a triathlon cr insert was confirmed.

Event description:
It was reported that the patient has been experiencing intermittent pain since having surgery. Patient reports that mobility since having implant surgery is not stable. She also states that since she is a home health aide she is on her feet for long periods of the day. Patient reports that she has pain/swelling around the knee. She has trouble with maneuvering the stairs since she has trouble raising her leg. Patient was told of the possibility of scar tissue being the cause for her pain and swelling. She wants to know if her implant is a recall.